Event description:
After implantation of the valve, the skin area around the valve became swollen. Radiograph revealed leakage from the reservoir and the possibility of the valve itself. The shunt system was explanted.